Manufacturer narrative:
Date of event: used the first day of the month of (B)(6) since the only given date of event was (B)(6) 2019.

Event description:
It was reported via medwatch (B)(4) that the peeling of the device coating occurred. An unknown boston scientific guidewire was selected for use along with a non-bsc device. It was noted that the coating of the wire peeled off. The physician removed the guidewire and other non-bsc device from the patient. The procedure was completed with another of the same device. No further patient complications were reported.